Event description:
It was reported that the stretcher had a broken weld which could effect stability of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the stretcher had a broken weld which could effect stability of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluation: conclusion - the unit was scrapped for the customer.